Event description:
It was reported to ventec that the device unexpectedly powered off during use. A respiratory therapist (rt) was present during the event and was able to provide the patient with manual ventilation using an ambu bag while a second rt retrieved a backup ventilator and placed the patient on it for support. The reporter advised that following the event, the device was powered back on and they observed that it would turn off and on (i.e. Rebooting) by itself while alarming. There was no patient harm as a result of the reported issue, however, medical intervention was required in order to prevent permanent impairment/damage to the patient.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it powering off and on by itself (i.e. Rebooting) was confirmed. Ventec opened the device in order to perform an internal inspection and observed that the device's cough assist valve had a torn poppet ring. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the cough assist valve's poppet ring was torn.